Event description:
It was reported that the lead had high capture threshold and increasing pacing lead impedance. The physician capped the lead and implanted a new lead. The patient¿s condition is good after the event.

Manufacturer narrative:
(B)(4).